Manufacturer narrative:
H10: a philips remote service engineer (rse) documented an outreach to the clinical application support team to address the issue. No additional information was documented in the record. Good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a tachy alarm is not beeping at the central station. The device was not in use on a patient.